Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's presented for a routine follow-up with their atrial lead exhibiting noise. The noise could be reproduced with isometrics. The device was reprogrammed and the patient would continue to be monitored.